Event description:
The customer reported that the device did not capture the 12 lead ECG. No pt harm reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.